Manufacturer narrative:
Eval method: follow-up with company representative medtronic, inc.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. The bone cement was not doughy and homogenous prior to delivery into the patient; it was runny. Reportedly, the bone cement at 28 minutes in the 10 cc syringe was still not doughy. At about 35 minutes, it seemed to be at the proper doughy state. There were no extravasations and injury reported. The procedure was completed successfully. No further information was reported.